Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. An unstable baseline temperature tracing can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported during use, in this swan ganz catheter, the thermistor provided high blood temperature values. The blood temperature value provided was 38.5ºc; however the patient esophageal temperature was 36.7 ºc. All cables were replaced but the issue persisted. The device was used with a bedside monitor and no error message was reported. Co (cardiac output) values were never displayed. The catheter was replaced for a new one using the same insertion site. There was no allegation of patient injury. The device is not available for evaluation since it was discarded by the customer. Patient demographics requested but not received.